Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, improper stent graft placement, endoleak, and reoperation.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an aortic arch aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag a/c). It was reported that embolization of the patient's left subclavian artery was performed as planned. The proximal end of the ctag a/c device was reportedly positioned at just below the origin of the patient's brachiocephalic artery. The physician reportedly did not notice that the brachiocephalic artery and left common carotid artery were overlapped on the image. According to the physician, the device was not placed where intended as the vessel branch was misjudged. The physician noted that a guidewire or an angiography catheter may have been helpful if inserted at the brachiocephalic artery to better judge the vessel branch correctly. The device was deployed without any reported issue, but moved distally about 5mm during the touch-up ballooning. An angiography was performed, and revealed that the proximal end of the device was unintentionally positioned at just below the origin of the patient's left common carotid artery. A proximal type I endoleak was confirmed. No additional treatment was deemed necessary. The patient tolerated the procedure. Follow up imaging, reported as one week after the initial procedure, reportedly revealed that the endoleak was small. The endoleak was monitored, and it was reported that no plans were made to intervene due to the small size of the endoleak. On (B)(6) 2020 a re-intervention was performed to treat the proximal type I endoleak. No aneurysm enlargement was reported. An additional ctag a/c was placed, and the endoleak was resolved. The patient tolerated the procedure.